Event description:
It was reported that the patient was having difficulty charging ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.